Manufacturer narrative:
The mega suturcut needle driver instrument has been received for failure analysis evaluation. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken cable was noted on the mega suturecut needle driver instrument. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.